Event description:
Patient underwent hardware removal on an unknown date, due to infection. Surgeon stated that the hardware removal was not due to malfunction of the hardware. No plates or screws were noted broken during the procedure. This is report 1 of 22 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted and explanted on an unknown date. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.